Event description:
Customer was having low blood glucose symptoms. The customer received a result of 190 mg/dl. Paramedics were called and 10 minutes later when they tested the result was 40 mg/dl. The customer was given glucose to raise their blood glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.